Event description:
It was reported that crosstalk was observed on the ventricular channel. Programming changes were made, and no further issues have been reported. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.